Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified arterial and venous fistula. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, inflation was performed for 6-8 times at 10atm for about 30-50 seconds duration. However, the balloon ruptured and was removed with the sheath of the catheter. The procedure was completed with another of the same device. No complications reported and the patient was in stable condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 4mm in length and was located in the mid region of the balloon. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the severely tortuous and severely calcified arterial and venous fistula. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon 6-8 inflations at 10 atmospheres within 30-50 seconds. The balloon was removed with the sheath of the catheter and the procedure was completed with another of the same device. No complications reported and the patient was in stable condition after the procedure.